Event description:
This is a malfunction report originally filed by the user facility (B)(4) as uf report (B)(4). A surgicount medical laparotomy sponge could not be scanned out at the end of surgical procedure and it was observed that part of the data matrix label on the sponge was missing.

Manufacturer narrative:
(B)(4). We have inquired as to pt status and, if available, will report this and the results of our investigation in a f/u report by (B)(4) 2011.